Event description:
It was reported that the customer's insulin pump had a nonresponsive keypad. The customer's blood glucose level was 117 mg/dl. The product is being returned. Nothing further was reported.

Manufacturer narrative:
No unresponsive buttons noted. All buttons functioned properly. No moisture damage or corroded keypad traces noted. The insulin pump had scratches on reservoir tube window, reservoir tube lip cracked and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).